Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was unstable or not recognized despite use of tandem charging cable, wall adapter, and a working outlet. There was no adverse impact to the customer¿s blood glucose level. Customer tried a different charging cable, after which pump began charging normally, and no further assistance was required.